Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report, november 24, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed december 23rd, 2014.